Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump "was died" and become unresponsive. The customer¿s blood glucose level was unknown. Customer states that they receive the unspecified alarm and the insulin pump rejected the new battery. The customer also reported that the insulin pump gives the no delivery alarm. The device will not be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test due to blank display. Device received with cracked case reservoir tube window corner. (B)(4).